Manufacturer narrative:
UDI#: unknown, as lot number was not provided. Device manufacture date: unknown, as lot number was not provided. (B)(4). Device evaluation: the product was not returned; therefore an investigation was not possible and the consumer's reported event could not be confirmed. Manufacturing record review: a review of the manufacturing records could not be performed as the lot number was not provided. Labeling review: the directions for use (dfu) were reviewed and adequately provide instructions, precautions, and warnings fo the proper use and handling of the product. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by a consumer who used oxysept containing the ultrazyme de-proteinizer 20 years ago, that she has experienced reoccurring sensitivity to light and visual disturbance in the presence of strobe lighting. She acknowledged that she used the product incorrectly at the time in that she placed the hydrogen peroxide (3%), directly into her eyes. This caused searing pain, a burn to the front of the eye, small pin pricks all over the eye and the tear ducts stopped working. She sought medical attention and was advised that her eyes would heal, although it could not explain the sensitivity to light or the odd perception of color. Her vision returned to normal after a few months. However, since the event, she has experienced a few more episodes of reoccurring light sensitivity in the late 1990s/early 2000s when exposed to newly installed strip lighting at work (twice) and exposure to strobe lighting. After several months her vision, light sensitivity, and color perception returned to normal. Most recently, (B)(6) 2018, she attended a play where strobe lighting was used. She reports that she found this almost painful and since then, her perception of light and color has been very strange. She inquired whether the misuse of the product could have weakened the retina/light detecting cells at the back of the eye causing this unusual reaction to light levels and further inquired of other consumer¿s experience when the product was misused, were their symptoms similar. The consumer¿s most recent eye exam confirmed no optical nerve or retina damage. Conversation with the consumer revealed she was very anxious on the phone and admitted that she is currently suffering from anxiety and depression and has been signed off work by her doctor over the last 2 (two) weeks. She was insistent that she is getting lots of visual symptoms still and that she is incredibly fixated on them. She was informed that we have no reason to believe that her symptoms are linked to misuse of our product; that there is no evidence that the hydrogen peroxide and ultrazyme damage caused to the front of the eye, would have long term complications. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.